Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the hospital with multiple ventricular tachycardia (vt) events and appropriate shocks, high capture threshold on the rv lead was observed. High voltage (hv) lead impedance issue was also noted. Hv lead impedance was highlighted red. The rv coil to can and superior vena cava (svc) had higher range. The patient was stable and was transferred to another hospital.